Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent. However, during the procedure after stent placement, x-ray was performed and the stent was noted to have migrated. The stent was removed from the patient using a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual analysis of the returned device found no issues along the length of the device. The stent was noted to be within specifications. No other issues were noted with the device. The investigation could not confirm the reported event based on the condition of the returned device. However, the reported event was most probably due to anatomical or procedural factors, such as tight anatomy, encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent. However, during the procedure after stent placement, x-ray was performed and the stent was noted to have migrated. The stent was removed from the patient using a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.